Event description:
It was reported by service report that the power cord and power inlet module were damaged. No patient involvement or adverse consequences reported.

Manufacturer narrative:
Power cord sheating damage. Power inlet module.